Event description:
At approximately 13 months post-operatively, a surgical procedure was performed to replace loose locking screws in a multi-level pedicle screw construct.

Manufacturer narrative:
The removed locking screws and concomitant offset connectors were returned for evaluation. Evaluation is in process.

Manufacturer narrative:
Fields updated: d4: lot number, h2:type of follow-up = device evaluation, h3: device evaluated: yes, h4: manufacture date and h6: investigation findings and investigation conclusion codes.